Manufacturer narrative:
1/9/1998-supplemental report #1 submitted to FDA.

Event description:
The product was used during a lavh procedure. Reportedly, the trocar's safety shield did not retract. The trocar could not be used.